Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was sleeping when ¿the low alarm rang¿, but no specific cgm reading nor threshold for the alarm was reported. No symptoms were reported from that moment but the paramedics were called and arrived after 30 min. When the paramedics arrived the cgm reading was 77 mg/dl and the blood glucose was 35 mg/dl, no specific symptoms were reported from that moment. The reporter stated that the patient received treatment with unspecified infusions and glucose and stayed in the hospital for 12 days. There was no further information regarding further treatment or why the patient needed to be admitted for 12 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.